Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023. During procedure upon opening the packaging for the right ventricular (rv) lead it was found that the insulation was broken. The lead was not used and replaced within the same operation. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported event of insulation damaged was confirmed. As received, a complete lead was returned in one piece for analysis. All tines were intact, and no anomalies were noted. Visual inspection of the lead found the damaged insulation at the location distal to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the damaged insulation consistent with procedural damage.